Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error code 211.2000. Customer wanted to know what the error code was. I explain to the customer that it is his keypad processor communication. I also explain to the customer that he needed to replace the logic board to correct this problem. Customer said ok he will change the logic board and if he has any problems that he will call back. I said ok and the customer ended the call.